Event description:
Related manufacturer reference number:2017865-2024-34940, related manufacturer reference number:2017865-2024-34942, related manufacturer reference number:2017865-2024-34944. It was reported that the patient presented with pocket erosion. It was also noted that the implantable cardioverter defibrillator migrated. The entire system was explanted. Further information was requested however, was not provided.

Event description:
New information noted that the right atrial, the right ventricular, and the left ventricular lead were all explanted.

Manufacturer narrative:
An event of adverse event without identified device or use problem resulting in pocket erosion which was addressed by additional surgery was reported. The high voltage lead is explanted and will not be returned. The entire system was explanted due to pocket erosion. Gfes were performed to confirm the patient outcome/resolution of the event and what was the issue with the lv lead in 2019. Information received indicates that the patient hasn¿t been seen since 2019 and the lead was capped due to high thresholds. A device history record (DHR) review was not required per investigation procedure. The reported event of pocket erosion was confirmed by a field representative.

Manufacturer narrative:
The product was returned and visual inspection was normal.

Event description:
It was reported that the patient presented with pocket erosion. It was also noted that the implantable cardioverter defibrillator migrated. The device was explanted and all the leads were capped. Further information was requested however, was not provided.